Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on 23oct2019, that a consumer experienced a corneal ulcer. The consumer was a first time user and did not go through any trial lenses. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The trend investigation has been completed for this complaint. No any unfavorable trend identified for the entire event related to this complaint for the past months. No any significant of signal or pattern identified in the trend during this review period. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).